Manufacturer narrative:
The iabp was evaluated and found that the drain port tube was disconnected from the crm, to fix the issue reconnected the drain port tube and checked unit for 1hour with the demo balloon and is now working fine. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill error. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional information: e1(event site state: (B)(6), event site postal code: (B)(6).)